Event description:
The patient presented to clinic, five days post implant, experiencing chest pain. An echocardiogram was performed and perforation and an effusion was found in the right ventricle. A revision procedure was performed and the lead was explanted and replaced to resolve the event. The patient was in stable condition.